Event description:
A physician brought an uncopped needle to the wall mounted sharps container to dispose of it. He opened the door with the lever provided. An existing syringe "popped" out of the container and caused a needle stick to his left hand. Housekeeping was called to empty container as being overfull was considered a possible factor. Housekeeping reports it was full but not overfull. The door could easily open and closedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.